Event description:
Patient discovered by cna at 0010 2/21/94. Patient lying with feet out of bed, buttock on floor, head was between bottom of side rail mattress. Pt. Facing up. Patient strangled on underside of bed rail.